Event description:
Information received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician reported that the ticking was worn due to age had some small pins holes in the cover resulting in a visibly stained p and v cushion. He installed a ticking kit and replaced the p and v cushion.